Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture was unable to confirm if the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material and cause of the material remaining in the device cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscopes's biopsy channel, forceps passage, and brush passage exhibited foreign material. There was no patient involved.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; distal end plastic cover had dents and scratches; bending section cover glue was cracked; light guide lens had a tiny chip, old glue over lens; and the control knob movement had minor play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.